Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, alval, and cup loosening.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/30/15- pfs and medical records received. Pfs reported depression, sleep problems, limited mobility, appetite and weight loss, and neuropathy. Medical records and the revision surgical report noted impingement of the cup on the stem related to the cup and liner being loose within the acetabular socket and no bone ingrowth on cup letting them be freely mobile. Revision surgical report noted "_______ levels slightly elevated" and negative aspiration. There were no lab results for the alleged toxic ions and no report of metal debris. Revision surgical report did report gray stained synovium. There is no new additional information that would affect the existing investigation. The complaint was updated on:dec 16, 2015.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.